Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified left superficial femoral artery. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. During the first inflation at 6 atmospheres, the balloon ruptured vertically along its entire length. The device was removed using normal method without issue and the procedure was completed with a different device. There were no patient complications as a result of this event.